Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a faulty biometric identifier (bio ID) module and corrupted driver. The field service engineer replaced the bio-ID hardware, reloaded the bio-ID 353200-02 driver per bd pyxis communication 2073, rebooted the station, cleaned the electronics drawer and the area around the communication sled and power supply, checked for medications and removed debris from the bottom edge of the back panel, and reseated loose drawer cables. All drawers in the main cabinet were tested after repair and verified to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, usser ubanle to access bio identification failure and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.